Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for bowel incontinence. It was reported that, all of a sudden, the patient started having to go to the bathroom more and more. This started in the few days prior to the report. They wanted to increase the stimulation. There were no further complications reported or anticipated.